Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: august 5, 2021; section h3: evaluated by manufacturer? Yes. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed, in advanced position. The pushrod was observed, that overrides the lens. Residues of viscoelastic material were observed, on cartridge. The cartridge tip was observed deformed. The lens was also observed, stuck in inserter. It was too hard to remove the lens form the device to address the condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product, that was handled and prepare for surgical process. There is no specific failure against the lens reported. Therefore, it is not known, that it will be verified. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed, that one additional complaints received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that the lens was damaged and added that it was defective. Additionally, there was no patient contact. Follow-up was done but the customer did not respond. No further information was provided.